Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for a veterinary complaint; there was no human patient involvement; therefore, this report will be reported as a malfunction not an adverse event. Additional impacted product determined during device receipt. Investigation summary: visual inspection: vet lcp pancarp arthrod plate 2.7/3.5 12 was received at us cq. Upon visual inspection at cq, it is observed that the plate was bent approximately at the center. There were few scratches and some minor dents all over the surface of the device. Some foreign substance like dry blood was spotted on the surface of the device. Defect identified/ device failure? Yes dimensional inspection (calipers: ca802): dimensional inspection of the received complaint device was performed at cq. The thickness of the plate near the bent location was intended to be measuring from 3.50mm to 4.10mm and it was measured to be 3.86mm which is within specification as per the drawing. Documentation/ specification review: the following drawing(s) was reviewed; -3.5/2.7mm straight pancarpal arthrodesis plate veterinary no design issues or discrepancies were found during this investigation. Complaint confirmed? No investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The reported complaint cannot be confirmed. The bent condition and scratches on the device might be due to the unintended forces on the device during explantation. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history. Part number: vp4301.12. Lot number: h685923. Part manufacturing date: 30 july 2018. Manufacturing site: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h685923 of pancarpal arthrodesis plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h503025 met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: this report is for a veterinary complaint; there was no human patient involvement. It was reported a greyhound was implanted with a plate and screws. Sixteen (16) months later the devices had to be explanted due to a surgical site infection. While explanting the devices, it was found the screws in the metacarpals expect for the most distal one had sheared off at the screwhead-shaft interface; this occurred with both locking and non-locking screws. It was noted this was not visible on radiographs. When the plate was removed two screw shafts were retrieved but the tip and some body of one screw was unable to be removed. All the screws removed easily, and no pressure was required to remove them. Two of the shafts remain in the dogs¿ metacarpals due to the shearing of the screw happening below the cis cortex and thus irretrievable without burring them out which was deemed too risky as the metacarpals could subsequently fracture. This is report 1 of 10 for (B)(4). This report is for an unknown cortex screw. Additional devices for this event are captured on related complaint (B)(4).